Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that an alarm 206 occurred on this novalung console. This was discovered after reviewing service reports from the xenios technical service team, at which point additional information was requested. The issue was initially described as a ¿sporadic failure of the flow sensor¿. It was later revealed that the console also had a 206 alarm. The fuco-flow filter board had been replaced during maintenance on a previous date, and then again due to the flow measurement failure. It's unknown when the events occurred (during treatment or priming). Following the latest replacement due to the flow measurement issue, the device passed the function test and was determined to be available for use. The reported issues did not cause any patient harm and/or result in blood loss or the need for medical intervention. No sample was said to be available.

Manufacturer narrative:
Plant investigation: no parts were returned for evaluation. Therefore, the reported failure pattern could not be reproduced. In addition, the machine files were not provided. The described situation is adequately addressed in the instructions for use (IFU). If alarm 208 is continuously occurring, the IFU provides instructions to replace the machine. The reported event can be assigned to a known failure pattern. Alarm #208 is issued when the sensor box software does not detect any communication to the flow board (pcb ¿digiflow mini1¿). Investigation of similar complaints revealed that the console alarms were due to an interruption in communication between the flow sensor and the sensor box. This is most likely due to a fault in the power supply to a circuit board within the sensor box. An increased contact resistance, either at connector p102 of the ¿digiflow mini1¿ board or at connector x11 of the function controller (fuco) board might have caused an insufficient voltage supply of the ¿digiflow mini1¿ board. A review of the device history record (DHR) was performed. No non-conformities were observed during the manufacturing process. Since no parts were returned for evaluation, a definitive cause of the described problem could not be determined. A CAPA was opened to address this issue.

Event description:
It was reported that an alarm 206 occurred on this novalung console. This was discovered after reviewing service reports from the xenios technical service team, at which point additional information was requested. The issue was initially described as a ¿sporadic failure of the flow sensor¿. It was later revealed that the console also had a 206 alarm. The fuco-flow filter board had been replaced during maintenance on a previous date, and then again due to the flow measurement failure. It's unknown when the events occurred (during treatment or priming). Following the latest replacement due to the flow measurement issue, the device passed the function test and was determined to be available for use. The reported issues did not cause any patient harm and/or result in blood loss or the need for medical intervention. No sample was said to be available.